Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain additional information regarding the reported events. Despite four(4) attempts, three (3) phone calls and one (1) email, no additional information has been provided other than the initial report. An examination of the subject device on 11-oct-2018 by a lumenis service engineer confirmed the reported errors, e81, e83 and e141. The errors are related to laser diodes over current (81,83) and epi temperature sensor failure. The engineer informed the facility that the errors appear during handpiece calibration. He further informed the facility about proper user-calibration of the handpieces. The engineer had noted that the reported "over reactions" to treatments had occurred after the user carried out user calibrations of the handpiece. The engineer had reminded the user about the proper way to carry out calibration according to the lightsheer desire device labeling, um-1003394 (user manual). A review of lightsheer desire device labeling um-1003394 revealed the following messages about proper calibration: "for accurate energy calibration, the handpiece tip and power meter protective window must be clean and free of condensation." Furthermore, a warning also appears in the user manual, "the internal power meter window must be clean to ensure accurate calibration. An unclean window and/or handpiece's sapphire tip or insert will result in higher than indicated fluence, which may cause epidermal damage." The engineer recalibrated the handpiece during the service visit and verified the laser outputs across the range by using an external meter. All measured readings were within correct parameters. The system was found to be within manufacturer's specifications and safe to use. No malfunction was observed by the engineer. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution.

Event description:
A foreign user facility reported that multiple patients suffered from "over reaction" to treatment following hair removal procedures with a lumenis lightsheer desire laser, further noting that the system displayed error codes during use. No report of serious injury or medical intervention has been received except for the initial report from the user facility.